Manufacturer narrative:
(B)(4), date sent: 5/13/2024. See op notes.

Event description:
It was reported that during a sigmoid colectomy half of stapler circumference did not fire. It was missing staples on half the side. Incomplete half came out and stapler slid out from the colon.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4: batch # 163c51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. For removal. To safely release the device from the newly formed anastomosis, turn the adjusting knob counter-clockwise for two complete revolutions. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 163c51, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No patient harm. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in post-operative care. Additional information provided: during a robotic sigmoid resection, the 29mm ethicon circular stapler was used to perform the anastomosis. After the firing of the stapler, there were complication to release the stapler from the rectum in which it caused an enterotomy by the anastomosis. In the same area it looked that only half of the staplers were fired by looking at the connected tissue. Surgeon inspected the stapler after the case and several staplers where in the stapler and some semi-open staples. Surgeon stated to save stapler and contact the ethicon representative and nets report to be filed. Additional information was requested, and the following was obtained: what were the indications for surgery? Robotic sigmoid colectomy. After removal of the device, how was the enterotomy addressed? It was sutured with vloc. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? The robotics team lead nurse. He has years of experience with our manual circular stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low - b just below the middle line. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? He waited almost 10 seconds did not retighten. What was the purse string technique that was used? Covidien/ medtronic purse string. Was the device difficult to close? No and good crunch easy to fire. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full revolutions to start but added a half turn. Did the healthcare professional receive audible & tactile feedback when firing the device? - yes they heard and felt the crunch of the washer. Were the donuts inspected? If so, please describe. Yes and they had staples in part of it some closed and some open. Was a complete transection of the white breakaway washer visually confirmed? Unknown. What is the current status of the patient? Patient went home after 3 days. Additional info per robotics team lead victor who fired stapler. After device was fired he began to slowly remove twisting each way. He then started to feel resistance he then pushed back in and started to remove again. He felt resistance a 2nd time. They then inspected and noticed enterotomy from 2:00 - 7:00 position from patients right. He then performed an ileostomy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.